Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube shaft noted no issues found. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a complete circumferential tear in the balloon. Tip showed no signs of tip damage.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon burst due to severe calcification. The procedure was completed with a different device. There were no patient complications reported. Patient was in good condition.